Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date unomedical reference number (B)(4). Event occurred in germany. On 16-jun-2021, it was reported that patient's infusion set's tubing got detached at the site connector while normal use. The site location was patient's thigh and the pump was in the pocket, on other side of the body. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that patient's infusion set's tubing got detached at the site connector while normal use. The site location was patient's thigh and the pump was in the pocket, on other side of the body. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.